Manufacturer narrative:
An event of high gradient was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2019, increase gradient with aortic and mitral valve regurgitation was reported. The patient is pending pre-op appointment. No patient consequences were reported. Additional information was requested. (Clinical study patient ID: (B)(6), crd_627 - trifecta long term follow-up, (B)(4)).